Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074609.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the leads had high impedances. The patient underwent a procedure wherein the leads were replaced. The patient was doing well postoperatively. All explanted device components were discarded by the facility.